Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing episodes were noted via remote monitoring. The patient was asymptomatic. The device was periodically oversensing a fine baseline signal causing inhibition of pacing that lasted between 1-3 seconds. Programming changes were made. Patient condition is fine.